Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus deliveries. The pump supplies were changed; however, the occlusion alarms persisted. The customer reported a blood glucose (bg) level of 350 (mg/dl) and moderate ketones. A manual injection was administered and infusion tubing was changed again to address the issue.